Event description:
On (B)(6) 2009, the patient underwent following procedure:(1) an anterior cervical diskectomy from c5-c6 and c6-c7; (2) anterior cervical fusion using auto and allograft from c5-c6 and c6-c7; (3) placement of anterior cervical cages from c5-c6 and c6-c7; and (4) anterior cervical instrumentation at c5-c6 and c6-c7 (¿the first surgery¿).the patient was implanted with rhbmp-2/acs. Post-op, the patient pain was experiencing extreme neck pain, restriction, breathing difficulty, and swallowing problems. The patient continued to feel intermittent lower back pain. On (B)(6) 2010, the patient underwent the following procedure:(1) l4-l5 laminectomy; (2) l4-l5 foraminotomy; (3) excision of dural adhesions from l4-l5; and (4) repair of the dura at l4-l5 (¿the second surgery¿). The patient was implanted with rhbmp-2/acs. On (B)(6) 2010, the patient underwent surgery and installed hardware at l4-l5 (¿the third surgery¿).the patient was implanted with rhbmp-2/acs. The patient continued to experience back pain. From (B)(6) 2010, the patient had severe headaches. In (B)(6) 2010, the patient informed of back pain and severe headaches. On (B)(6) 2010, the patient underwent revision surgery, replacing two screws(¿the fourth surgery¿).the patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.